Manufacturer narrative:
Blower generates no flow. Investigation is ongoing.

Event description:
Hamilton medical ag (hmag) received the following event description: self test failed after start-up and gives technical fault 431002 and technical event 231009, 231003.

Manufacturer narrative:
Blower generates no flow. Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag (hmag) received the following event description: self test failed after start-up and gives technical fault (B)(4) and technical event (B)(4).